Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 10mm amplatzer vascular plug ii was selected for closure of a type e shaped patent ductus arteriosus. During the procedure, severe resistance was encountered in the middle portion of the sheath, while inserting the plug into the 7fr parent/medikit sheath. The plug was exchanged for another 10mm amplatzer vascular plug ii (lot number: 6624169) which was successfully implanted. The following day, tte revealed the device migrated off the left pulmonary artery, and the device was removed using a 15mm loop gooseneck snare and 8fr swartz braided introducer. While the patient was recovering in the hospital, they underwent surgical closure of the pda. On (B)(6) 2018, the patient was discharged.